Event description:
Returned product rec'd with comment that device was explanted due to pocket infection. Device is presently in analysis, and follow-up letter will be sent to the physician for further info on this event.